Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 70 mg/dl. The customer was admitted in the hospital on (B)(6)2016. Customer caused of hospitalization was low blood glucose. Customer was kept for 4 to 5 hours on saline solution and was dehydrated. Customer was wearing the pump at time of hospitalization.